Event description:
The angioguard's delivery and the stent placement were successful. During the procedure, after the stent was placed at the target lesion, the patient's blood flow stopped. The blood around the target lesion was suctioned by an aspiration catheter (clinical supply co., ltd) and the blood flow returned to normal. However, after the above event, the patient developed tia and vision problems on the day of the procedure. Intravenous drip of urokinase for tia and eye massage for vision problem was administered. He recovered from the tia on the same day. Three days after the procedure, patient developed a stroke with symptom of paralysis on the right side of his body. Heparin sodium and edaravone were administered to the patient. According to the physician, tia and vision problems were caused by soft plaques that had flown out and stroke was caused by remained plaques, as the stent was not enough to cover the entire target lesion. The mild paralysis still remained on the patient's right side of the body and he is undergoing the rehabilitation. The target lesion was the left internal to common carotid artery. The patient was a male. There was no calcification or vessel tortuosity, the rate of stenosis was 60%.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00013. The product remains implanted in the patient and is not available for analysis. Additional info will be submitted within thirty days upon receipt.